Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead became damaged while inserting the guide wire. The physician believed the lead had a manufacturing defect so a different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis but has not been received yet.